Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported navigation ring failure. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
G4:03mar2021. B4:20apr2021. Per authorized service personnel (asp) the reported problem has not repeated. No part was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.